Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6)2023, a 16mm amplatzer septal occluder was chosen to seal a 14mm defect using an unknown size torque treviso delivery sheath. The balloon size the defect using a sizing balloon and also used intracardiac echocardiography (ice)/ transesophageal echocardiography (tee), they measured 9-10mm on both. Initially they tried to attempt a 11mm and 13mm amplatzer septal occluder (aso), but both the devices were stable on tug test, so the only option was 16mm amplatzer septal occluder. During procedure, the device did not take the normal shape once the left disc deployed. It appeared that the left disc and the majority of the device was in the left atrium. After deploying the right disc, the device just did not appear normal, and was also not able to seal the 14mm defect. The device was never released from the delivery cable while inside the patient. There was no report of any angulation/kink noticed with the delivery system. The decision was made to remove the device and it was noted that a section of polyester was no longer in place, but appears to be in the waist area of device. A new 25mm amplatzer patent foramen ovale (pfo) occluder was chosen, which was successfully implanted using the same delivery system. . The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
The reported event of a protruding polyester thread and deformation during deployment was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Sewing knot was protruding from the proximal disc. However, the knot met dimensional specifications when analyzed at abbott. The sewing knot that are seen above the nitinol wires are considered a normal and acceptable characteristic of the occluder and are a result of the manufacturing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The root cause of the reported incident could not be conclusively determined.